Event description:
Case description: investigation result: novopen 6 blue - batch unknown. No investigation was possible, because neither sample nor batch number was available. Ryzodeg penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case have been updated with the following: "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected novopen 6 device has not been returned to novo nordisk for evaluation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Additionally, no other confounding factors have been identified. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen 6. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary - novopen 6 blue - batch unknown: no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Postprandial blood glucose was measured at 540 mg/dl [hyperglycaemia]. When pressing the injection button on the novopen 6, no medication was released [device failure]. Case description: study ID: (B)(6) - innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 170 cm. Patient's weight: 80 kg. Patient's bmi: 27.68166090. This serious solicited report from turkey was reported by a consumer as "postprandial blood glucose was measured at 540 mg/dl(postprandial hyperglycemia)" beginning on (B)(6) 2025, "when pressing the injection button on the novopen 6, no medication was released (device failure)" with an unspecified onset date and concerned a 961 months old male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "diabetes mellitus", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: diabetes mellitus(type and duration were not reported). On an unknown date when pressing the injection button on the novopen 6, no medication was released from the needle tip, and as a result, patient was unable to administer the ryzodeg penfill. Due to this, the patient's blood glucose level (blood glucose) measured 540 mg/dl on (B)(6) 2025, and the patient received emergency treatment. Batch numbers: novopen 6: ryzodeg penfill 100 u/ml: unk. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "postprandial blood glucose was measured at 540 mg/dl (postprandial hyperglycemia)" was unknown. The outcome for the event "when pressing the injection button on the novopen 6, no medication was released (device failure)" was unknown. Reporter's causality (novopen 6) - postprandial blood glucose was measured at 540 mg/dl (postprandial hyperglycemia): unlikely. When pressing the injection button on the novopen 6, no medication was released (device failure): unknown. Company's causality (novopen 6) - postprandial blood glucose was measured at 540 mg/dl (postprandial hyperglycemia): possible. When pressing the injection button on the novopen 6, no medication was released (device failure): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - postprandial blood glucose was measured at 540 mg/dl (postprandial hyperglycemia): unlikely. When pressing the injection button on the novopen 6, no medication was released (device failure): unlikely. Company's causality (ryzodeg penfill 100 u/ml) - postprandial blood glucose was measured at 540 mg/dl (postprandial hyperglycemia): possible. When pressing the injection button on the novopen 6, no medication was released (device failure): possible. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.